Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 6 rails were bad. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails and retractor band was damaged. A field service engineer removed back panel, replaced right rail and retractor band. Customer able to recover successfully, logged into hardware test application, ran final test on main full height drawer six and final test was passed successfully. As proactive maintenance, fse tested all drawers and slides to make sure were working properly, opened top cover and checked connections in electronics drawer, removed dust under top cover. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the pyxis medstation es main (rails of drawer 6 are in bad condition) was confirmed during fse testing, however, the tests conducted in the dchu investigation laboratory showed proper functionality of the assy retractor dwr hh cubie. According to work order (B)(4), the fse replaced the retractor band and the right slide components, and after running a test, the drawer operated correctly. The visual inspection confirmed that the assy retractor dwr hh cubie had black marks on the cable and also showed signs of being bent at one of its ends caused by the normal use. Laboratory tests confirmed that the assy retractor dwr hh cubie did not present short circuits or open circuits between its pins. The hta test confirmed that the assy retractor dwr hh cubie was functioning correctly, as it passed all tests without any failures during the process. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not confirmed since the failure mode could not be replicated in the test laboratory.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 rails were bad. The customer reported that there was a delay in patient care. As per part investigation, it was determined assy retractor dwr hh cubie shows black burn marks on one joint and bends on one end. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g grid, section d unique identifier (UDI).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 6 rails were bad. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.